Event description:
The pt reportedly experienced sound quality issues followed by loss of lock. External equipment was exchanged; however, this did not resolve the issue. The pt will be scheduled for revision surgery.